Event description:
The customer reported having issues with the insulin pump. The blood glucose reading was 289mg/dl. The caller stated that he cleared the alarms over the weekend and changed out the infusion set five times within an hour. The customer stated that the insulin pump gave him 10.0 units bolus, but he did not program. Reviewed the alarm history and found two low reservoir alarms, and had also inaccurate bolus history. Advised the caller to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.